Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call vibrate anomaly on their insulin pump. Customer¿s blood glucose level was unknown. Customer advised the insulin pump would not vibrate unless they tap it. Troubleshooting for the vibrate anomaly was performed. Customer advised they replaced the battery and the issue remained unresolved. Customer performed the self test and the insulin pump did not vibrate. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test,run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The audio beep and vibration functioned properly. No audio beep anomaly or vibration anomaly noted. The insulin pump had minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.